Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Return of the catheter may have further aided the evaluation. Balloon material ruptures can be affected by numerous factors such as balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, lesion calcification and tortuosity or insufficient preparation prior to use. As there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. The lesion was also characterized as moderately tortuous, moderately calcified and 99% stenosed, which may have contributed to the reported complaint. In this case, it is possible that the balloon interacted with other devices and/or the tortuous and calcified lesion during advancement such that the balloon material became damaged (scratched) and ruptured upon inflation attempt. However, based on the information provided and without the product to examine, a definitive cause for the reported balloon rupture could not be determined. A review of the lot history record for the reported lot revealed no associated non-conforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot. There is no evidence to suggest a potential product deficiency. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure (rbp) and balloon integrity.

Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the distal right coronary artery with moderate tortuosity and moderate calcification. The 1.2 x 6 mm mini trek was advanced and inflated; however, the balloon ruptured during the first inflation of 6-8 atmospheres (atm). A non-abbott balloon was used to complete the procedure. There were no adverse patient effects. No additional information was provided.